Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Caller was instructed to load new cartridge and successfully resumed insulin delivery, and original cartridge was not available for return, with no additional information reported regarding further outcomes.